Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 19.4 mg/ml at approximately 4.9 mg/day and fentanyl 2200 mcg/ml at approximately 300 mcg/day via an implanted pump. It was reported the pump was refilled on (B)(6) 2020 and per the logs, there were five motor stalls and recoveries from (B)(6) 2020 through (B)(6) 2020 with the stalls being approximately 25 minutes in length. The patient denied any mris, but the patient had a fall and fractured their shoulder in that time frame (a couple of weeks ago). The hcp was not certain about the intrathecal drug doses and it was noted the patient had prescribed narcotics because of the shoulder fracture. The reporter would confer with the hcp and patient. Patient symptoms were not reported. No further complications were reported.